Event description:
It was reported that a patient presented in-clinic for an implant procedure. After the procedure was completed, examination of a remote transmission revealed that the patient's right atrial (ra) lead had dislodged. X-ray imaging taken on (B)(6) 2021 confirmed the lead dislodgement. The ra lead was successfully repositioned on (B)(6) 2021. The patient was stable throughout the intervention process.